Event description:
Additional information was received that premature depletion of the battery was suspected. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate was confirmed. Premature battery depletion was not confirmed. The device was received with normal output and no telemetry communication. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Prior to magnetic resonance imaging (MRI), the device was not able to be interrogated. Device replacement is anticipated. The patient was in stable condition.